Event description:
A remstar pro c-flex+ device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device, the service technician found evidence of visible foam particles inside the blower kit and blower foam degradation. Additionally, the device had dust contamination, destroyed/cut power connector, destroyed serial number model label, pin1 and pin2 were destroyed from the humidifier connector. Furthermore, the device displayed an error codes e-53: err_comp_log_sem_timeout and e-31: err_motor_vbus_high_blower_off as recorded in error log. The device was scrapped by the service center after the evaluation was completed.